Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Malfunction: difficult to remove, vessel locator wings open, time of malfunction: during vessel closure; symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. After clip deployment the device became stuck in the wound track and could not be removed. An unsuccessful attempt was made to remove the device by pressing the safety release button, but the device was ultimately removed with applied force. After device removal, it was noticed that the vessel locator wings were open. It was unspecified how hemostasis was achieved. There were no reported patient sequelae. Though requested, no add'l info was available.